Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the right ventricular lead was oversensing noise. Noise episodes were seen on multiple occasions and some reached the ventricular fibrillation detection zone did not receive therapy during noise episodes. On (B)(6) 2021, the lead was capped and replaced. The patient was stable post procedure.